Event description:
It was reported that during testing conducted at the manufacturer facility that the unit was displaying bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.